Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues were verified; the alleged malfunction 14 could not be verified.

Event description:
It was reported that malfunction alarms (alarm 14, undefined), unexpected reset, battery charging issue and unexpected shutdown occurred. Customer's blood glucose (bg) was 598 mg/dl and insulin injections were administered to address bg. Customer reverted to using manual injections for insulin therapy.